Event description:
A physician reported that the cutter ceased to aspirate during vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of actuation and cutting was unknown. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned probe was visually inspected. The returned probe aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell was found kinked. The folded aspiration line prevented the sample from priming on the console and causing aspiration failure. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The kink on the tubing happened during assembling the rear shell to the probe engine. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation root cause of the customer's complaint is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time due to assembly receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).